Manufacturer narrative:
The interface control board for the imaging system was returned to the manufacturer for evaluation. When connected to a known operational imaging system, the system would not complete initialization.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be replicated. However, despite not being able to replicate the issue, the representative replaced the interface pcb and the normally closed contact block of the on switch. The representative discussed with the customer that the system only had the issue on the first boot after first startup in the morning. The system rarely recreated during the day. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative, radiographic technologist (rt), reported that outside of a procedure the imaging system was unable to boot. As the representative was booting up the system, the pendant displayed a red x for the x-ray generator and mobile view station (mvs) communication, though the interface (umbilical) cable was connected and the mvs was fully powered on.